Event description:
The elevated toilet seat reportedly came loose from the toilet causing the user to fall. The user reportedly hit her head and sustained bruises to her head, neck and body. She was taken to the hosp by ambulance and required hospitalization for 3 weeks. Specific info regarding the injuries and treatment were requested, but were not known/ not provided by the report source who is the user's granddaughter.

Manufacturer narrative:
The product is expected to be returned for eval. It has not yet been received.